Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer regarding a patient receiving gabalon (25 mcg/ml, unknown dose) via implanted infusion pump indicated for spinocerebellar degeneration. It was reported that the patient had infection around the pump. The date of outcome was noted as (B)(6) 2024 . The causal relationship to the drug was unrelated. The causal relationship to the catheter was noted as yes/none, the pump was noted as none, the programmer was noted as yes/no, and the procedure was noted as none. On (B)(6) 2024 , the device was explanted due to the infection around the pump. It was further reported that there was no relationship to the drug, pump, or catheter and to control the infection, promptly the catheter was removed.